Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.